Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet charger was not working as the light would not stay on despite attempts with multiple outlets, and the user was able to charge the device using a third-party charging pad, indicating a charging problem associated with the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem traced to the charger component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.